Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant results: date: (B)(6) 2010; inratio: 1.2; inratio retest: 1.6; lab: 2.8. Lab test was performed several hours after the inratio results.